Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04626. It was reported that the patient presented in an emergency room due to pacemaker generator change out procedure and right ventricular lead revision. Upon review of stored electrograms (egm), noise was noted on the right ventricular lead which was previously reproduced with isometric exercises. A new right ventricular lead was unable to be implanted as the venous site was occluded. While the existing generator was connected to the right ventricular lead, it produced pacing inhibition with pocket manipulation. The pocket was opened, and the right ventricular lead was disconnected from the generator and was connected to the pacing system analyzer (psa), it was noted that noise was not reproduced in either bipolar or unipolar configuration with pocket manipulation. It was suspected that lead noise was potentially from within the header of the pacemaker. Hence, a new generator was connected to the chronic leads and was implanted in the pocket and it was noted that noise could not be reproduced in both the configurations with pocket manipulation. The lead was reprogrammed in the unipolar configuration. The patient was stable post procedure and will continue to be monitored.

Manufacturer narrative:
Report type should have been serious injury and was reported as malfunction in error in initial report and corrected in follow up report.